Manufacturer narrative:
Patient''s weight unk. Other relevant history unk. The device was discarded, thus no investigation could be completed. Vessel perforations are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove one right atrial (ra) and two right ventricular (rv) leads due to cied system/pocket infection. Two rv epicardial leads were present within the patient as well, not targeted for extraction. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Multiple spectranetics devices (13f tightrail sub-c rotating dilator sheath and 13f tightrail (long) rotating dilator sheath) were in use to extract all 3 leads. The two epicardial leads were cut and remained in the patient. Approximately one hour after the procedure was completed, the patient''s blood pressure dropped. Rescue efforts began immediately, including sternotomy. An innominate/superior vena cava (svc) perforation was discovered, but repair was unsuccessful. The patient did not survive. This report captures the 13f tightrail (long), the device in use in the area of the perforation, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.